Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation observed no blockage in the lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4).

Event description:
It was reported that the lumen drain was occluded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the lumen drain was occluded.